Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced after less than three months of implant due phrenic nerve stimulation (pns), as the lv lead was in a location where it was not possible to program around the pns. In the event that the new lv lead was unable to be implanted in an area free of pns, a new left bundle branch (lbb) was to be implanted. As a result, the new lv lead was implanted in a new location free of pns, the chronic right ventricular (rv) lead was surgically abandoned, and a new rv lbb lead was implanted as well. No additional adverse patient effects were reported. Product return was requested, however the lv lead remains in the hospital's possession at this time.